Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope displayed an image that turns into a sandstorm. The issue occurred during preparation for use for an unspecified therapeutic procedure that was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event did not recur. However, as a result of a detailed inspection of the inside of the disassembled device, twisting of the image sensor cable and tear of insulating coating were observed, at approximately 70mm from the distal end of the insertion section. It was determined, that impact was exercised to cause disconnection and short-circuit of the output signal cable inside when the bending section was operated to be bent such as an angulation operation. As a result, it led to the suggested image failure. Regarding the cause of damage on the image sensor cable, damage such as chipping of a-rubber glue and scratches on the universal cord was observed. It was determined, that interference of the distal end section with the trocar or an external stress such as excessive twisting and bending may have caused strong load to be applied to the image sensor cable. The instruction manual identifies, the following related verbiage, which could have detected the phenomenon: instructions for ltf-s190-5/10, operation manual, chapter 3: ¿preparation and inspection¿: section 3.8; ¿inspection of the endoscopic system¿: describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.